Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies found. (B)(4) the full lead was returned and analyzed. Outer insulation was breached (clavicle-rib crush). Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation exhibited cosmetic depression, and the lead appeared crushed. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay, and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer tubing overlay was melted, and a white substand was found on the outer insulation. The inner tubing was kinked/buckled, and there was apparent explant damage. (B)(4) the full lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush), was breached cut and cosmetic cut, and exhibited a cosmetic depression. There was blood/body fluid on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead also appeared crushed.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The rv pace/sense lead later had noise and an apparent fracture. It was also reported that the device had a potential header issue. The entire system was explanted and replaced. The right atrial lead was returned, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.